Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown ceramic head hip implant on (B)(6) 1998. After a fall the patient experienced recurrent dislocation. The patient underwent a revision surgery on (B)(6) 2017. Additional information has been requested and is currently not available.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. Missing device data information was requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available. Review of event description: it was reported that a patient received a ceramic head short size 28 mm on an unknown side on (B)(6) 1998. Later, after a fall on an unknown date patient experienced recurrent dislocation. After 18 years 7 months, on (B)(6) 2017 patient underwent a revision surgery including all the tha components due to dislocation. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis no product was returned to zimmer biomet for in-depth analysis. The compatibility check could not be performed due to lack of product information. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary no documentation confirming the reported event were received. Moreover, no ref/lot information of the affected items were available. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).